Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver isnulin/medication during use. The following information was provided by the initial reporter: at about 19:30 on (B)(6) 2020, the hcp prepared and administered the investigational product (ip) at a dose of 10.5 mg according to the instructions for use. During the ip administration, the pen stopped working at the remaining dose of 4.0 mg and the entire dose could not be administered (the hcp pressed the button of the pen but couldn't activate it). The hcp withdrew the needle from the subject and then found that the needle npe was bent. The hcp attached a new pen needle and attempted re-administration of the remaining 4.0 mg dose, and could eventually complete the administration with no problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31 ga 5 mm 14bag 700cas jp was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: at about 19:30 on (B)(6) 2020, the hcp prepared and administered the investigational product (ip) at a dose of 10.5 mg according to the instructions for use. During the ip administration, the pen stopped working at the remaining dose of 4.0 mg and the entire dose could not be administered (the hcp pressed the button of the pen but couldn¿t activate it). The hcp withdrew the needle from the subject and then found that the needle npe was bent. The hcp attached a new pen needle and attempted re-administration of the remaining 4.0 mg dose, and could eventually complete the administration with no problem.